Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6), product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient felt sore, like if ¿someone beat her up¿. It was also reported that the patient had an allergic reaction to the antibiotic they were given (they were allergic to penicillin). Additional information received on oct. 31, 2017 reported the patient was very sore/tender and had a lot of itching under the bandage. Follow up information received on nov. 4, 2017 again reported that they had some itching under their bandages. There were no further complications reported or anticipated.